Manufacturer narrative:
(B) (4) physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was initially reported by the customer that the device was displaying the service indicator and had multiple fault codes logged in memory. Upon initial eval by physio-control, it was observed that the device would not power on. There were no reports of pt use associated with the reported failure.